Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient feeling not good presented to the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited undersensing episodes due to agonal rhythm. Therapy was withheld due to the undersensing. In the end the patient had a shock but then the ventricular tachycardia restarted. Programming changes were made. No further information was reported.